Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: recurring video problem due to plug unit corroded and sw- flexible printed circuits corroded. The most probable cause due to a component failure of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was provided by customer.

Event description:
It was reported that the colonovideoscope had a recurring video problem. It is unknown when the issue was found, and no procedural information has been provided at this time. There were no reports of delays or patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.